Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that during stenting of a basilar artery stenosis, the patient suffered a minor stroke with embolic infarction in the posterior circulation in the territory of the treated vessel. The stroke resolved with residual sequelae of dysarthria and spontaneous nystagmus.

Event description:
It was reported that during stenting of a basilar artery stenosis, the patient suffered a minor stroke with embolic infarction in the posterior circulation in the territory of the treated vessel. The stroke resolved with residual sequelae of dysarthria and spontaneous nystagmus.